Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. While testing the other vectors muscle stimulation occurred. It was noted that the impedance measurement was out of range in all vectors. Since all other measurements were within normal limits the physician opted to monitor the patient. It was noted that there was no muscle stimulation with the final programming. Approximately three years later the lv lead was surgically abandoned for continued high out of range pacing impedance measurements. During the revision procedure there were no visable issues with the lead when viewed with fluoroscopy. The lead was tested with a pacing system analyzer (psa) and yielded the same high out of range pacing impedance measurements. No additional adverse patient effects were reported.